Manufacturer narrative:
(B)(4).

Event description:
X-rays were received and reviewed by the manufacturer. The generator appears in the upper left chest in a normal placement. The filter feed-through wires appeared to be intact. The lead connector pin insertion into the generator connector block could not be assessed. The electrodes appeared to be placed in normal arrangement. Part of the lead was behind the generator. No acute angle was found and no lead break was visible in the lead body.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. No issues were noted via x-ray review suggesting a device malfunction.

Event description:
Reporter indicated a patient was having worsening tonic seizures and vomiting that are felt to be due to vns stimulation and vns surgery. The patient had no trauma and does not manipulate the vns. The intervention for the events was to change the vns magnet pulsewidth setting from 500 to 250. The last known settings were 2 ma/30hz/500's/30sec/1.1min and magnet mode was 2.25ma/60sec/250's.attempts for additional information are in progress.